Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification, pilot: difference pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all testing, and the system meets the specification for the performed service and is returned to use.